Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the low oxygen (o2) pressure alarms were caused by a defective internal flowmeter. The pst also found no o2 sensor installed in the electronic patient gas system (epgs) which the customer had removed before returning the device. The air flow displayed on the central control monitor (ccm) was 0.46 liters per minute (l/min) when there was no actual flow. The output voltage of the internal flowmeter was measured and the voltage was 4.83 volts (v) instead of the expected 5.0 v. The internal flowmeter was temporarily replaced and the low o2 supply pressure alarms ceased and the output voltage of the flowmeter was normal.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility, gases had not been hooked up at the time of the complaint. They heard alarms and tried to reboot multiple times, but the issue still occurred. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had a " slow o2 supply pressure" error. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per the supplier evaluation report, upon receipt of the flow meter the device read -2.60 standard liters per minute (slpm) at zero flow. This is accounted for by internal differential pressure adc read counts, which shift from value of 10088 at time of production to a value of 971. All other registers appear normal. Unit was tared and 'as found' flow data was taken with the device well out of tolerance of more than three slpm at all points. Differential sensor probed and found to read -49.7 millivolts (mv) with zero flow, well outside of the normal values and accounts for shift in differential adc value/ this accounts for the flow meter being outside of calibration tolerances and the failure seen. The sensor was from a batch of sensors containing loose wire bonds. Unit was opened up and wire bonds tested, with multiple loose wire bonds identified. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.